Event description:
Information was received from a healthcare provider (hcp) regarding a consumer receiving hydromorphone at a rate of 8.99 mg/day, clonidine at a rate of 1.04 mcg/day, and bupivacaine at a rate of 2.39 mg/day via intrathecal drug delivery pump for non-malignant pain and other chronic/intract pain (trunk/limbs). It was reported that that the patient is in the ICU due to an altered mental status and was unsure if it was related to the pump. There was a change in mental status including intermittent altered mental status. The patient has been admitted multiple times to different facilities since (B)(6) for this reason and the hcp plans to stop the pump to see if that resolved the patient's symptoms. There were no further complications reported/anticipated.